Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device evaluation: product evaluation could not be performed since the product was not returned for evaluation. Therefore, the reported issues could not be verified. Manufacturing record review: the manufacturing records for the cartridge were reviewed. No non- conformance reports (ncr) were found associated to this production order number (po). No debris/particles issue were reported when this production order was completed. The product was manufactured and released according to specification. A search on complaints revealed that an additional complaint has been received for this production order number; however, no product quality deficiency was identified upon investigation of that case. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that while implanting an intraocular lens, wax like white power and particulates came from the emeraldc30 cartridge. The surgeon was able to remove the white powder through irrigation/aspiration (I/a). No surgical interventions or secondary procedure were required and there was no patient issue reported. No additional information was provided.